Event description:
No additional information.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. It was reported some of the medicine leaked around the hub of the needle. To aid in the investigation, thirty-one samples were received for evaluation by our quality team. Thirty samples came in sealed packaging blisters, and one sample came in an opened packaging blister. A visual inspection was performed. The safety mechanisms have not been activated and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The solution expelled with a normal flow and no leakage was observed. A device history record review was completed for provided material number 305902, lot 2308437. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2308437 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safety-lok leaked. The following information was provided by the initial reporter: "when the nurse gave an im injection to a patient, some of the medicine leaked around the hub of the needle. The patient only received half of their medication dose. No harm occurred to the patient. The nurse also informed me that they checked to ensure the syringe was tightly secured on the syringe." Injuries or adverse event: yes. Medline number (B)(4). Item: 305902. Quantity affected: 2 case. Serial/lot number: (B)(6). Po : (B)(4). Are any samples available for return? Yes. Additional information provided on 01/17/24: 1) can you please provide date of event? 1/7/24. 2) any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No, this occurred during patient administration of medication.